Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had no power and they noticed that there was moisture under the screen. The customer's blood glucose was 337 mg/dl at the time of incident. The customer stated that there was crack on the screen. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the blank display. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.